Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they are currently in the hospital because they cannot move or take care of themselves. They indicated that this is due to the implantable neurostimulator (ins) shutting off by itself every so often. The patient did not know the cause of the ins turning off, nothing that they were fully charged. They confirmed that they were able to turn the ins back on with the patient programmer (pp). The patient declined assistance with the pp and/or implantable neurostimulator recharger (insr).